Event description:
It was reported that during the implant procedure, the pulse generator exhibited no output. The device was no longer used and replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
The reported field event of no pacing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.